Event description:
It was reported that the right atrial (ra) lead had failure to capture and was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis revealed apparent explant damage. The lead was returned with the helix bent and stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.